Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The account reported that while in the hospital following the implant procedure, the patient was found to have anemia. Less than 4 units of red cell concentrates (rcc) were transfused. The patient¿s anticoagulation therapy consisted of aspirin at the time of the event. Although the event was not considered to be device related, the cause was thought to be related to the implant procedure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had anemia and less than 4 units of blood were transfused. Anticoagulation therapy at the time of the event was aspirin. The cause of the event was related to the implant procedure.